Event description:
Customer reported fluid leaking under pump. When user opened the door of pump, noted the inside was wet and a small pin hole in the pumping segment of the IV tubing. No pt harm reported and no other pt or event details available. The IV administration set was received. Investigation is on-going. A f/u report will be filed upon completion of the investigation.